Event description:
It was reported that the pump doesn't read the syringe size correctly. The failure was discovered on setup. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device does not read syringe size correctly. No repair history found within review period. No error codes found in event history log. Complaint confirmed by testing the syringe size test. Probable cause was guide barrel clamp for syringe was damaged. Device was repaired by replacing the guide barrel clamp. After replacing the part, the pump can read syringe size correctly. The main cause of customer¿s complaint was that the pump could not read syringe size correctly. After replacing the part, the pump passed all the testing and is fully operational.